Event description:
A patient reported they were hospitalized due to their meter allegedly reading inaccurately high. Patient reported they felt dizzy and off-balance. The result on their meter was "360 mg/dl". The result on the "icon" meter was "320 mg/dl". The time difference between patient's meter and "icon" meter was unknown. Patient was admitted to the hospital and stayed for 3 weeks, while patient was given planned meals to bring their blood glucose levels down rapidly. No further information has been reported.